Event description:
It was reported that the survey respondent mentioned about surgical site infection, stent encrustation and stent dislodgement when asked of complications experienced while using the ureteral stent. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "material selection". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd is unable to determine the associated labeling to review.